Manufacturer narrative:
H3, h6: the devices were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, this case reports a revision surgery approximately six years post total knee arthroplasty due to tibia loosening. As of the date of this medical investigation, the requested clinical documentation has not been provided for evaluation. It was noted via e-mail correspondence within the attachments that further information is not available. Therefore, there were no clinical factors found which would have contributed to the reported event. The patient impact beyond the revision surgery cannot be determined. No further clinical assessment can be rendered at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the gns ii cmt tib over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the gii nonporous p/s fem and for the gii ps hi flex isrt sz 5-6. A review of the instructions for use documents for knee systems revealed that looseness of components has been identified in possible adverse effects section as a result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal motion over time, bone degeneration, inadequate integration between the cement and bone/implant, osteolysis and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a tka surgery was performed with a genesis ii system on (B)(6) 2016, the patient experienced a tibia loosening. This adverse event was treated by a revision surgery on (B)(6) 2023. Patient's current health status is unknown.

Manufacturer narrative:
Internal complaint reference: case (B)(4).